Manufacturer narrative:
(B)(4). Concomitant medical product: comprehensive reverse shoulder glenosphere catalog: 115310, lot#868870. Versa dial taper catalog#:118001 lot#:378870. Comprehensive reverse tray, catalog#: 115375, lot#: 360190. Comprehensive reverse humeral bearing catalog#:xl-115363 lot#:369090. Comprehensive reverse shoulder glenoid baseplate catalog#:115330 lot#:422790. Comprehensive reverse central screw catalog#: 115396 lot#:424640. Comprehensive locking screw, catalog#: 180500, lot#: 770390. Comprehensive locking screw, catalog#: 180502, lot#: 568050. Comprehensive locking screw, catalog#: 180503, lot#: 770430. Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. Devices remain implanted at this time. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02526, 02553, 02555, 02556, 02557. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient is experiencing pain and headaches approximately eight months following revision shoulder procedure. No revision procedure has been indicated to date. No additional patient consequences were reported.